Event description:
The hcp reported that 1-2 hours following pump refill the pt was admitted to the hospital with overdose symptoms. The pt was receiving baclofen, clonidine, fentanyl and bupivicaine via the drug delivery system. The pt presented to the hospital "close to respiratory arrest" and bradycardia at a rate of 36 beats per minute. The pt was intubated and narcan was administered. The pump was not aspirated or programmed at the emergency room. The pt was discharged in 2005. Four days later, the pt was seen by the hcp and it was noted that the reservoir was empty. At the time of refill a week earlier. The pump was emptied and refilled several times for training purposes and it is believed that this may have been a pocket fill.

Event description:
Patient had "felt funny" before leaving the clinic after the refill. By the time they arrived home, the patient was unersponsive and snoring. The patient was treated in the intensive care unit for 2 days. On 05/2005, the attending hcp in the hospital attempted to aspirate fluid form the pump pocket, but no fluid was obtained. The hcp reported other information of importance being the patient is obese.